Manufacturer narrative:
(B)(4): the customer reported that one (1) 89-6112 liver retractor device will not be returned for evaluation. It was reported that a liver retractor failed while being used inside of a patient. It broke into a lot of pieces. The patient was not injured. The customer mentioned the retractors have been repaired by third party over the lifespan of the instruments and have determined this failure to be caused by a repair. The customer did not communicate the lot number for the device; hence the DHR review could not be performed. Without the device to confirm and evaluate the reported failure the exact root cause cannot be determined. If the device becomes available the complaint will be re-opened and a more thorough investigation will be performed. Since the complaint samples were not returned for evaluation, no further action will be required at this time. Bd will continue to trend and monitor this reported issue and for this product family.

Manufacturer narrative:
(B)(4): if further information becomes available a follow up medwatch will be submitted.

Event description:
Additional information received 27jun2016 the customer reported, the device will not be returning, there was retained objects in the patient that were retrieved laparoscopically during surgery and an additional x-ray was performed.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported a liver retractor broke into a lot of pieces while being used inside of a patient. The patient was not injured. The customer also mentioned the retractors have been repaired by third party over the lifespan of the instruments. Multiple attempts have been made to obtain additional information regarding the event and request the device for investigation, however; there has been no response from the customer.

Manufacturer narrative:
(B)(4): if further information becomes available a follow up medwatch will be submitted.

Event description:
Additional information received 24jun2016: the customer reported, we determined this problem to be caused by a repair. We are unable at this time to determine who repaired it. Since there was no harm to the patient we will not need your assistance any longer for this occurrence. The event date was thought to be (B)(6) 2016. Cannot provide the number of time the device has been used. Cannot provide the lot number. Cannot provide the third party information that provided repair on device or what repair they provided on the device. The facility will not be reporting to the FDA.